Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Additionally, it was reported that pump prompted customer to fill tubing multiple times. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 253mg/dl.